Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had surgery today on their epidural ins. When asked why they had the surgery the patient said that the last time they put a rechargeable one in they weren't supposed to. The wires were all interconnected and they needed two doctors for their surgery (one for their colon/rectal device and one for their pain management device). They reported that the device wouldn't take a charge "or something"- they didn't know what was wrong and said to ask their doctor. No further complications reported.

Manufacturer narrative:
Product ID 977c165 lot# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the 3 surgeries that were related to the patient's ins were (B)(6)2014 - stage 2, (B)(6)2017 - patient unable to feel stimulation, and (B)(6)2018 - implant moves around in the pocket. The cause of the 3 surgeries were due to two lead revision (B)(6)2018 and (B)(6)2017) and "stage 2" (B)(6)2014). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the patient had two new devices "coverage changes in the pain area of the patient's vagina, cause pain and need to have the manufacturing representative (rep) rep change position of stimuli". No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the system was explanted on (B)(6) 2018. The device status was unknown, but the ex planted devices would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had 3 surgeries related to their ins in two years. No further information was reported.